Event description:
It was reported that minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 549 mg/dl. Cause was not known. Customer administered manual injections to address bg level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg was verified. Additionally, the alleged minimum fill notification issue could not be verified.